Event description:
Device report from synthes reports an event in switzerland as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for a total of 434 patients who underwent surgical procedures using expedium verse fenestrated implants between (B)(6) 2024. There were 178 males and 271 females with a mean age of 64.3 years. The following complications have been identified as per the spine tango registry (eurospine) report: intraoperative general complications 1 patient had thromboembolism. 1 patient had other intraoperative complication. Intraoperative surgical complications 3 patients had nerve root damage. 31 patients had dural lesion. 1 patient had vascular injury. 3 patients had fracture vertebral structures. 6 patients had other intraoperative complication. Postoperative general complications before discharge 1 patient had pulmonary complication. 3 patients had kidney/urinary complication. 1 patient had other general complication. Postoperative surgical complications before discharge 2 patients had other hematoma. 1 patient had radiculopathy. 3 patients had motor dysfunction. 3 patients had sensory dysfunction. 1 patient had deep wound infection. 1 patient had other surgical complications. Early postoperative complications (less than 28 days) 1 patient had cardiovascular complication. Late postoperative complications (more than 6 months) 1 patient had motor dysfunction. 1 patient had nonunion. 1 patient had implant failure. 1 patient had instability. 1 patient had fracture of vertebral structures. Reasons for reoperation: 2 patients had adjacent segment pathology. 2 patients had instability. 1 patient had hardware removal. 2 patients had implant failure. 2 patients had non-union. 1 patient had neurocompression. 1 patient had implant malposition. 1 patient had cerebrospinal fluid leak. 1 patient had wound healing problem. 3 patients had unknown reasons for reoperation. This is for 5.5 expedium verse fenestrated screw. This is report 4 of 4 for complaint (B)(4). A copy of the clinical evaluation form is being submitted with this regulatory report..

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - mono/polyaxial screws: 5.5 expedium fenestrated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.